Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 9/21/16 with the following findings: battery compartment is cracked below the bumper pad. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 9/21/2016.